Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had leaked. Device was exposed to moisture. Customer's blood glucose was 200 mg/dl to 300 mg/dl. Device screen was scratched. Customer could hardly see the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was inserted a water filled test reservoir and infusion set. No unexpected leak anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No belt clip assembly returned with the insulin pump; unable to verify belt clip anomaly.